Event description:
The pt had 2 scs leads with the same lot number. It was reported the pt's scs system was explanted and replaced due to ineffective stimulation. It was also reported the scs ipg was electively explanted/replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.